Event description:
Rptr indicated that the sites handheld computer needed to be replaced because "the handheld battery is not working properly and doesn't hold a charge."

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.